Event description:
Device 2 of 2 reference manufacturer report: 1627487-2010-01149. The patient had an scs system including an ipg and percutaneous leads, the last of which was implanted on (B)(6)2007. It was reported that the lead had fractured. During an elective ipg replacement on (B)(6)2007, the physician removed and replaced the lead. The explanted lead was not returned to ans for evaluation. The explanted ipg was returned to ans for evaluation. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Device 2 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg antenna silicone has several long deep cust on the covering but the epoxy covering was not breached. Ipg passes the saline test. Ipg passes other functional testing as well. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.